Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing an infusion set, with blood glucose reportedly over 300 mg/dl for several hours and approximately 200 mg/dl at the time of contact, and the user did not make a meal announcement during the episode. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, including guidance to replace the infusion set and to select a new site away from prior areas of irritation; the user planned to change the infusion set and understood the guidance. Investigation included complaint review and user coaching on infusion site management and insulin administration practices. Investigation of this case revealed cause unclear, with suspected infusion site or set-related delivery issue given persistent hyperglycemia following a set change. It was concluded that hyperglycemia occurred with unclear cause, and user education on infusion set replacement and site selection was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.